Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left ovarian vein using ruby coils. During the procedure, the physician successfully deployed and detached several ruby coils into the patient using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil out of its introducer sheath and into the lantern, the technologist encountered resistance and decided to retract the coil. The technologist then attempted to advance the ruby coil out of its introducer sheath on the back table but the tip of the coil did not advance out smoothly. Therefore, the procedure was successfully completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.